Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted and the patient was re-implanted with a new device during the same surgery.